Event description:
The customer's blood glucose was unknown. It was reported that the customer's sensor appeared to have a missing electrode. The customer had undergone an x-ray and found nothing. Advised customer that the electrode had most likely retracted to the sensor base. The customer stated that the sensor did not look complete in that it only protruded 1mm. The customer expressed that he did not receive any reading from the sensor after insertion. Advised customer that the sensor may have already been defective prior to insertion. Advised the customer to return the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used. Performed visual inspection and checked the introducer needed for burrs, hooks and dull needle tip defects, none were found the needle passed per specification.